Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed a non-depuy medial stem due to metallosis: surgeon removed the stem and cup and to replace with reclaim, after preparation for reclaim with distal reamers, distal stem was inserted down and surgeon tried to engage the reclaim body onto the distal stem but it wouldn¿t engage. After several attempts tamping the body onto the distal stem another x-ray was obtained and revealed that as surgeon was trying to engage the body to the stem the distal part of the stem split the femur and surgeon had to remove the stem and proximal body and put in a larger and longer distal diameter stem and prepare the proximal portion of the femur for another body. Once he cabled the femur surgeon re-trialed put in final depuy implants: surgery time was extended to 60 minutes. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device finds nothing outward to suggest product error in manufacture or materials. It is noted there is damage/evidence of attempted use. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Corrected: h3